Manufacturer narrative:
E.1. Initial reporter facility: (B)(6) a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 6.2 was not detected on bus. A field service engineer (fse) reported that the half height cubie drawer 6.2 was not detected on the bus and diagnostics access was unavailable on the station. The device was shut down to replace the drawer board after the position sensor was found blinking on the pyxis bus board and then rebooted. After reboot, the half-height cubie drawer was verified to be operational, and the customer was able to open and inventory the drawer with no further issues reported. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, a drawer was not detected on the bus. The device displayed an error message stating "device not detected on bus." The customer attempted troubleshooting, including recovery and reboot; however, the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.